Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and high blood glucose levels. Customer's blood glucose readings were between 463 and over 500 mg/dl. Customer did not complete troubleshooting, as he was going to contact his doctor. Nothing was replaced or returned.